Manufacturer narrative:
Correction: gtin/UDI number for suspect item 2000e, lot 16097511 is (B)(4). The customer¿s report of a fluid leak was confirmed. When flushing fluid through the concomitant extension set and suspect valve while still attached in the as-received condition a slow, dripping leak was observed to be occurring at the connection between the 2 items. The components were then separated and tested individually and no leaking occurred. The components were reattached and flushed as before and no leaking occurred. Microscopic examination of each component revealed no damage or other discernible leak source. The root cause of the leak was not determined.

Manufacturer narrative:
Gtin/UDI for the suspect product is (B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the rn noted an infusion of methy-prednisolone was leaking at the top of the cap connected to the primary tubing where approximately 0.5ml of medication leaked. There was no patient harm.